Manufacturer narrative:
The reported failure was "machine not working on ac power" and "error message: runaway". According to the service report# (B)(4) provided on (B)(6) 2021 the field service technician (fst) performed as follows: the fst checked the device and found the power cord plug top connection was not connected properly. He reconnected the connections of the power cord plug und the problem was solved. The rpm also displayed error message: "runaway". The fst cleaned the tacho strobe and the problem was solved. The unit was handed over to the customer in good working condition. According to the service manual heart-lung machine hl 20 version 02 in chapter 6.10.6 adjustment of rpm optical tacho board the following is stated: the optical tacho must be adjusted after replacement or in case of speed differences between control system and safety system. The most probable root cause could be determined as aging. Aging can change the properties of electronic components, which can cause it to have to be re-adjusted. Thus the reported failure could be confirmed but the product was functioning as intended. As an action the getinge sales and service will be informed to follow the instructions in the service manual. The review of the non-conformities during the period of 2013-11-21 to 2021-04-05 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The reported failure was error message: "runaway" and the device did not switch on ac voltage. No patient involvement reported. Reference number: (B)(4).